Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found a sample nozzle was not working on e801 module serial number (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 6 patient samples tested for either elecsys cortisol ii (cortisol ii) or elecsys acth (acth) on 2 cobas e 801 modules. Patient 1 initial cortisol ii result was below the measuring range on e801 module 17d6-09. The actual result was not provided. On 16-aug-2019 the repeat result was 5.67 ug/dl. Patient 2 initial cortisol ii result was 16 ug/dl on e801 module 17d6-09. On 16-aug-2019 the repeat result was 140 ug/dl. Patient 3 initial acth result was "around" 7 pg/ml on e801 module 17d6-09. On 16-aug-2019 the repeat result was 21 pg/ml. On 07-aug-2019 patient 4 initial cortisol ii result was below the measurement range on e801 module 17d6-09. The actual result was not provided. On 16-aug-2019 the repeat result was 12.8 ug/dl. On 08-aug-2019 patient 5 initial cortisol ii result was below the measurement range and accompanied by a clot flag on e801 module 17a7-07. The actual result was not provided. On 16-aug-2019 the repeat result was 6.53 ug/dl. On 22-aug-2019 patient 6 initial cortisol ii result was 0.08 ug/dl on e801 module 17d6-09. On 30-aug-2019 the sample was repeated twice with results of 50.9 ug/dl and 49 ug/dl. The initial results in question were reported outside of the laboratory. The cortisol ii reagent lot number was 39402000. The expiration date was not provided. The acth reagent lot number was 37069500. The expiration date was not provided.

Manufacturer narrative:
The customer continued to have issues with discrepant cortisol ii and acth results (patients 7-11). On (B)(6) 2019, patient 7 had an intial cortisol ii result of < 0.544 ug/dl. The sample was repeated twice with results of 10.5 ug/dl and 10.6 ug/dl. On (B)(6) 2019 patient 8 had an initial cortisol ii result of < 0.544 ug/dl. The sample was repeated twice with results of 20.8 ug/dl and 21.9 ug/dl. On (B)(6) 2019 patient 9 had an initial cortisol ii result of < 0.544 ug/dl. The sample was repeated twice with results of 26.8 ug/dl and 26.3 ug/dl. On (B)(6) 2019 patient 10 had an initial cortisol ii result of 0.0619 ug/dl. The sample was repeated twice with results of 17.3 ug/dl and 17.2 ug/dl. On (B)(6) 2019 patient 11 had an initial acth result of 7.72 pg/ml. The sample was repeated twice with results of 29.0 pg/ml and 27.8 pg/ml. None of these additional questionable results were reported outside of the laboratory. Section b6 was updated. The field service engineer(fse) checked the instrument and replaced the sample probe. Instrument performance testing was acceptable. A review of the alarm trace did not indicate an issue with the sample probe. The customer used a centrifugation time of 5 minutes at 3000 rpm. The centrifugation time is too short. Qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer provided an additional e801 serial number in use of (B)(4). On the initial report it was stated that the initial result for patient 4 was run on e801 module 17d6-09. It was clarified that the initial result for patient 4 was run on e801 module 17a7-08. On the initial report it was stated that the initial result for patient 5 was run on e801 module 17a7-07. It was clarified that the initial result for patient 5 was run on e801 module 17d6-09.